Manufacturer narrative:
Cardiva was notified of this issue by the FDA (copy of user medwatch report sent to cardiva). User did not notify cardiva of the issue. Cardiva is not contacting the user for additional information.

Event description:
User indicated the device did not deploy. In the event the device does not deploy, either a 6 fr sheath can be reinserted, the device removed, and another form of vascular closure can be used, or the device removed and manual compression is applied.